Manufacturer narrative:
(B)(4).

Event description:
The returned transmitter was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of an unrecoverable loss of antenna was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015 their receiver had out of range for over three hours. There was no report of injury or medical intervention. No additional event or patient information is available. The complaint receiver was not returned to dexcom. However, the transmitter (part number stt-gl-003/serial number (B)(4)/lot number 5199421), being used with the complaint receiver, was returned on (B)(6) 2015. An evaluation on the transmitter had been started but yet to be completed. A follow-up report will be submitted once the evaluation is complete.